Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an insert slide clamp alarm. "This was not reported by the customer". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event." The cause was identified to be a defective safety slide clamp assembly on pump 2. The device will be returned unrepaired, as the safety slide clamp assembly is an obsolete part. If any additional information is received, a follow-up will be sent.